Event description:
Two tandem mobi cartridge alarms were reported, first on (B)(6) 2025, and then on (B)(6) 2026. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.